Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) revisited customer site and the issue was confirmed. Fss requested for a handpiece replacement to be done. The handpiece was replaced with another one with serial number (B)(4) which resolved the issue. In a follow up with the field service specialist, he indicated that when the cord was bent, the inside wire could be seen. Per fss, this issue did not impact the equipment performance. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported frayed wires/damaged cable with the ellips fx phaco handpiece. There was no patient involvement reported and no patient treatments delayed or cancelled.